Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the pump and the transmitter. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue or discontinue the use of the device. The product was returned for failure analysis.